Manufacturer narrative:
The lens was returned for analysis. Visual inspection found lens torn in two pieces. The optic was cut or torn in half. One side had haptic attached; the other haptic side was partially torn off. Functional testing could not be performed due to the damage. Cause of damage could not be determined. The device history records were reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens implanted in the left eye of a patient was removed intraoperatively due to haptic being sheared during delivery. There was no damage to capsular bag and no loss of vitreous. A backup lens was implanted with no issues; however, sutures were required to prevent wound leak.